Manufacturer narrative:
The device was returned to the manufacturer for analysis. The unit was received with the mayfield 2 lock having up and down movement, the teeth were grinding when rotated, and would not lock when pressure was applied. Unit received with one a1114a 80# torque knob instead of the torque knob that belongs to this unit. General maintenance and cleaning required. Device manufactured in 2018. Complaint confirmed; unit would not lock when pressure was applied. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI # (B)(4).

Event description:
A customer reported that the knob of the a3059 mayfield composite series skull clamp does not lock when placed on the patient. There was no known patient injury or surgery delay.